Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report. 1. Section h. Box 3. Device returned to manufacturer? Results: the jet7 was ovalized in multiple locations approximately 3.5 thru 11.0 cm from the hub. Conclusions: evaluation of the returned jet7 confirmed that the catheter was ovalized on its proximal end. If the jet7 is maneuvered while the rotating hemostasis valve (rhv) is tightened or otherwise forcefully gripped, damage such as ovalization will occur. This damage may have contributed to the inability to aspirate during the procedure. During functional testing, the jet7 was connected to a demonstration tubing, canister and engine and was able to aspirate liquid without an issue. During additional functional testing, resistance was encountered while the ovalization in the jet7 was being advanced through a demonstration neuron max and the jet7 could not be advanced any further. No other devices identified in the complaint were not returned for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7) from a penumbra system jet 7 kit. During the procedure, the physician advanced a neuron max 6f 088 long sheath (neuron max) into the patient followed by a jet7, a non-penumbra microcatheter, and a stent retriever. While performing the thrombectomy, the physician realized that the jet7 was no longer aspirating. Upon removal of the jet7, the physician realized that the jet7 was ovalized near the hub on the proximal shaft. Therefore, the jet7 was no longer used. The procedure was completed using another jet7, the same non-penumbra microcatheter, and the same neuron max. There was no report of an adverse effect to the patient.